Manufacturer narrative:
Our product evaluation lab received one model 120804fp embolectomy catheter. The balloon latex appeared deteriorated and discolored with multiple cracks and a tear was evident on the balloon latex. Leakage was observed through the tear on the balloon. The balloon latex was released from the proximal windings to check the balloon edges at the tear, which did not appear to match at the tear. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. The customer report of a defective product was confirmed on evaluation. An engineering evaluation has been completed to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. The lot number of the affected unit is unknown therefore, the DHR review could not be performed. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that 4 fogarty catheters were stored in a temperature controlled storage room in the operating room on a sterile shelf. The balloons had multiple holes in them. There was no patient injury noted. The catheters were from different lot numbers. This report is for sample 4, model 120804fp, lot unknown.